Manufacturer narrative:
(B)(4). G2. Report source: india. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a total hip replacement was performed. Subsequently, approximately 3 months post implantation the patient underwent a revision surgery due to unknown reasons. Attempts have been made it and additional information on the reported event is unavailable at this time.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, d10, g3, g6, h2, h3, h6, h11. D10. Unk ml taper stem unk continnum cup unk neutral liner unk bone screw x2 no product was returned; visual and dimensional evaluations could not be performed. Pictures and a video were provided for a different product and not related to the event of revision due to unknown reason. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends.medical records were not provided. Due to a lack of available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.